Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the fsr discovered a leak from pvc piping and tubing near the thermostat. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr repaired the leak. The unit was tested to manufacturer's specifications and was returned to clinical use. Additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.